Event description:
Two nursing assistants had transported the resident from the toilet and placed her back into her wheelchair with the sara stedy floor lift when one of the braked castors released and the lift moved away from the wheel chair. The resident was not fully in the wheelchair and she slid out of the chair and onto the floor. Both nursing assistants were holding on to her at the time so she did not fall hard. No injury were reported. Ref #9681684-2013-00043.